Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported the door switch was adjusted, resolving the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the pendant displayed the door as open when it was closed. The site pushed the gantry slightly, removing the door open indicator. However, the tube and detector would not rotate to the ap position. The system was then rebooted, allowing the system to take scans. Later in the case, the site tried to take another scan and ran into the same issue. The issue was resolved with another reboot. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.